Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected: b5; d4; h4. The following sections have been updated/corrected: b4; d5; g3; h2; h3; h6; h11. Visual inspection of the provided photograph shows stains on it however it cannot be confirmed how and when the stains occurred. The device was not returned and has been implanted. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon found stain on the sterile device of tibial component surface. The device was used to complete the surgery at the surgeon's discretion. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: japan. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon found stain on the sterile device of tibial component surface. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.